Event description:
It was reported that the customer had a button error alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. No further information wa reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case on display widnwo corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.